Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During patient preparation with the patient in the room, no ecgs were noted on the screen, only flat blue lines were visible even after amplifier was showing connected. After multiple restarts and changing the power source, the issue remained and the case was cancelled. The procedure had to be postponed to the next day.

Manufacturer narrative:
One workmate¿ claris¿ display plus amplifier mn h700150 sn (B)(6) was received for analysis. The reported event was duplicated through product testing. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was isolated to abnormal functionally of the bio/stim switch circuit board and the single board computer board. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.